Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer also reported that the insulin pump had fluid in it from a possible leak of insulin from the reservoir. He stated that he noticed insulin in the device around the edges of the o-rings on the reservoir. He stated that it had been difficult for him to remove the plunger, and at times, the plunger pulled the bottom of the reservoir out. The customer's blood glucose was 462 mg/dl. Upon troubleshooting, the insulin pump passed the self test. The customer also observed fluid in the battery compartment. He stated that there was white and black residue at the battery cap. He was advised that a replacement battery cap would be sent. The customer was advised to revert to a back-up plan until the replacement battery cap arrived. The customer's mother requested replacement of the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2015-60350.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.